Manufacturer narrative:
(B)(4). The following information was requested but unavailable: please provide the lot number for the involved device. Please provide procedure name and procedure date. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. During the surgery, the needle was broken at the 1st stitch. No pieces fell into the patient. There were no adverse consequences to the patient reported.